Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged a 4mm inaccuracy in the anterior and medial directions. They had registered using pointmerge, confirmed accuracy and navigated accurately after going sterile. The inaccuracy was observed when the scope was brought in; the site confirmed that the scope probe was also accurate. The surgeon stated suspecting the physician assistant (pa) was leaning on the reference frame and may have moved it. The tumor was visualized with the scope, there was no delay and the surgeon opted to continue. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported that she checked out the reference frame arm, made sure the patient had not slipped in the head holder pins, and did a system checkout all of which passed. The rep stayed for the next case and instructed the surgeon on use of the equipment and accuracy checkpoints that could be used if the frame moved during the procedure.the software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Per the reported event, the most likely cause was that the patient reference may have moved due to a hospital staff member leaning on it.